Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l81637, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a catheter issue; a disconnection located at the pump connector. Actions required as a result of the event included hospitalization. Diagnostic testing or troubleshooting included checking the pump logs. During replacement, the pump connector was replaced due to a tear seen on the old pump connector. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. Prior to replacement, the device system was used to deliver compounded baclofen 2,000mcg/ml at a dose of 451mcg per day, morphine 2.2mg/ml and clonidine 450 mcg/ml. It was later reported that no troubleshooting was done prior to replacement or post replacement regarding the tear of the pump connector. The surgeon reportedly believed that the tear occurred during the removal of the pump connector of the existing pump before he connected it to the new pump. When the tear was discovered, the health care provider (hcp) attached a new sutureless connector. It was reported only the old pump connector was removed and the new connector was placed. Nothing else was done with the catheter. The patient¿s pump had been replaced due to a normal eri (elective replacement indicator). The patient was currently stable and there was no product to be returned.

Event description:
It was later reported that a pump replacement occurred and went well with no complications. During the surgery, the proximal portion of the catheter, which was secured to the pump with a suture, had torn. It did appear, however, that the catheter was secured to the pump and there was no evidence of leakage of the medication. The old connecting port was sectioned off of the catheter and a new proximal portion was joined to the catheter using a splicing technique. Good flow of cerebrospinal fluid (csf) was obtained through the catheter and the hcp proceeded with implant. A proper priming bolus of the pump and tubing volume was performed and a small increase of 5% over the patient¿s previous rate was initiated, due to the patient¿s report of increasing spasticity felt due to tolerance. When the patient was seen by his managing hcp on (B)(6) 2014, the working theory was that the crack in the catheter had allowed for leakage and he was receiving an unknown, but very low amount of baclofen and other medications prior to replacement. The device system was used to deliver baclofen morphine and clonidine at the time of the event. Please see manufacturer report #3004209178-2014-03158 for subsequent events.